Event description:
Customer reported via phone call that there is a motor error alarm. Customer also states that they received the no delivery alarm. Due to the no delivery there is a motor error alarm. The blood glucose reading was 296 mg/dl. Customer does not use the sensor feature on the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.